Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash on her back. There were light red spots reported under the electrodes. The patient reported she scratched it and dug up her skin. There was no alleged device malfunction contributing to the irritation. Patient was advised to use lotion and a cortisone cream by a physician. Follow up indicated that the skin is a little better.